Manufacturer narrative:
(B)(4). Two needle-suture pieces and one empty labeled winding former of product code w8557, lot pbq019 were received for analysis. The product code is double armed. During the visual inspection of the needle-suture pieces, the swage and attachment area were noted to be as expected. However, slightly marks on the body needles and the end of the suture pieces cut that appears to be by the use of a surgical instrument could be observed. Due to the condition of the sample the functional test can¿t be performed. A manufacturing record evaluation was performed for the finished device lot number mpbq019-w8557, and no non-conformances were identified. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling and the complaint was observed. If the further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an aortic valve replacement on (B)(6) 2019 and suture was used. The suture broke when sewing at the time of knotting. Changed to another suture to complete the surgery. There is no reported patient consequence. No additional information could be provided.